Manufacturer narrative:
D9: device received for investigation. Once investigation results are complete a supplemental report will be submitted.

Event description:
It was reported that a patient implanted with an impella cp experienced a "purge pressure high" alarm. Due to the patient's poor status, the physician decided to proceed with lysis rather than explanation. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was retuned for investigation. Purge pressure high - data logs were not recovered. The returned pump was soaking in warm water and tergazyme for 10 minutes and high pressure purge (hpp) was reproduced. No biomaterial was found in the purge lumen. Catheter was cut which resolved hpp. Keyence imaging showed a film of biomaterial found in the purge gap. The cause of the purge pressure high was biomaterial in the purge gap. Without the data logs, ingestion or build up could not be determined, device history review: the device passed all the post sterile inspection checks.